Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was a worn vacuum nozzle. He replaced the vacuum pump diaphragms and the vacuum nozzle. He performed ise flowpath primes, ise checks, calibration, qc, and precision with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas c 303 analytical unit. The samples were repeated on a cobas pro analyzer. Patient 1: initial result was 151.7 mmol/l, and the repeat result was 139.8 mmol/l. Patient 2: initial result was 148.4 mmol/l, and the repeat result was 143.1 mmol/l.